Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a damaged keypad with contamination under the contacts and a dim discolored display.this report is made based on the results of an investigation completed on 02/28/2014.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 02/28/2014 with the following results: all three bumper pads are intact with no tears or peeling. The keypad was damaged . During test the up button was intermittent in operation. With rubber keypad removed contamination was found underneath the down, up, and contrast button contacts. When pump boots up, display is a dim red color. Replaced pump display with test display which fixed the color and contrast variance. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(6).